Manufacturer narrative:
No patient involvement reported. Device is an instrument and is not implanted / explanted. (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported following: screwdriver handles are staining peel pack after sterilization process leaving a black mark. No patient involvement reported. This report is for one (1) large hexagonal screwdriver. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part no.: 314.270, lot no.: 2030771; manufacturing location: bettlach: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Screwdriver handles are staining peel pack after sterilization process leaving a black mark. The instrument was received with the reported condition of ¿visual foreign substance/debris/cleaning/sterilization: rm the returned instrument was examined and there is no evidence of staining or a black mark coming out of the handle/shaft interface. The balance of the device is in worn condition with the distal tip showing signs of use. The received condition does not agree with the complaint description. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture) and no issues were identified. A dimensional inspection was not performed as the complaint is related to foreign substance and not any relevant feature on the instrument. There is no visual evidence or tangible evidence on the returned instrument that confirms the reported condition. A definitive root cause for the reported complaint condition could not be determined because the complaint could not be confirmed. It is possible that the specific sterilization procedure at the reporting hospital has contributed to the reported event and subsequent decontamination of the device at synthes monument site has removed all evidence of the reported condition. However, this can not be definitively confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon receipt of the device at manufacturer¿s site it was observed that tip of the screwdriver is twisted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.